Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced post-meal hyperglycemia approaching 300 mg/dl while using the ilet and considered inflating meal announcements to obtain more insulin, but was counseled that doing so would confuse the algorithm; the user agreed to continue accurate meal announcements and was educated that the algorithm adapts dosing over time. Symptoms included asymptomatic hyperglycemia with no reported adverse clinical effects. Outcomes included return to glucose range without alarms, alerts, hospitalization, or medical intervention. Investigation included troubleshooting and user education regarding correct meal announcement practices and the ilet adaptive algorithm. Investigation of this case revealed no device malfunction and suggested that variable carbohydrate intake and inaccurate meal-sizing attempts were contributory to the observed hyperglycemia, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that user technique and variable meal carbohydrate content were the most probable causes.